Event description:
It was reported that the customer had low blood glucose levels of 22 mg/dl. The customer was hospitalized on (B)(6) 2014. It was reported that the customer would not wake up and the daughter of the customer had to call the ambulance. It was also reported that the customer was also hospitalized sometime on (B)(6) 2014. It was reported that the grandson of the customer found the customer on the floor with a low blood glucose level. The customer reported that the customer was not wearing the insulin pump at the time of the most recent hospitalization. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).